Manufacturer narrative:
UDI number: (B)(4). Edwards lifesciences continues to investigate the reported event and a supplemental report will be submitted in accordance with 21 cfr 803.56 when additional information becomes available. This is one of two manufacturer reports being submitted for this case.

Event description:
As reported during a transfemoral tavr procedure, difficulties were encountered during the advancement of a 23mm sapien 3 ultra valve and commander delivery system through the expandable section of a 14fr esheath. Difficulties were encountered when the delivery system and valve exited from the esheath. A bent frame strut was observed as the valve exited the sheath. The decision was made to withdrawal the valve, delivery system and sheath. A new sheath, valve and delivery system were prepared and used for the procedure. Following the removal of the devices, 2 failed attempts occurred during the closure of the access site. A surgical cutdown was performed and a dissection was surgically repaired. It was believed that the dissection was caused by the bent frame strut. At the time of the report the patient was in stable condition. The second valve remains implanted in the patient.

Manufacturer narrative:
The sapien 3 ultra valve was returned to edwards lifesciences for evaluation. Visual inspection revealed one inflow strut was bent outwards approximately 90 degrees. The outflow struts were slightly bent sideways. The valve was explanted and examined. All leaflets were wrinkled and dehydrated. All inflow struts were exposed through the skirt, which is normal for a valve after crimping. The inflow strut near the c1 commissure was bent outwards. And the valve frame was distorted. The delivery system also had minor flex tip gouges. Review of the 3mensio imagery revealed the presence of calcification and tortuosity in the access vessels. Review of the provided device photographs revealed a bent inflow strut on the crimped valve. No dimensional analysis or functional testing was able to be performed due to the condition of the returned device. Device history review (DHR) was performed for the components most relevant to the reported event. The work orders did not reveal any manufacturing non-conformances that could have contributed to the reported event. Lot history review revealed no other similar complaints. Although the complaint was confirmed, a complaint history review is not required, as the issue has been previously identified in a product risk assessment (pra) and a CAPA, which capture root cause analysis for the issue. The instructions for use (IFU), device preparation training manual, procedural training manual, and procedural manual were reviewed for guidance involving esheath and delivery system usage. The user is instructed to ensure adequate vessel access and not to use the esheath in tortuous or calcified vessels that would prevent safe entry of the sheath. Additional considerations include proper screening as this is critical to reduce vascular complications. Push force can vary due to angle of insertion, vessel diameter, tortuosity and degree of calcium. Do not force sheath. Regarding delivery system insertion through sheath: orient the delivery system with the flush port pointing away and the edwards logo facing up, ensure delivery system is locked in default position. Insertion force through the partially expandable portion can be higher than the push force through the fully expandable portion. Push force can vary due to angle of insertion, thv size, vessel diameter, tortuosity and degree of calcification. If push force is high, consider slightly pulling back the sheath while advancing the thv/delivery system 1-2 cm. In expectation of high friction, use short movements. If working length is insufficient, peel away the loader tube and remove while maintaining delivery system and wire position. During the manufacturing process, during incoming inspection, the valve frames undergo 100% visual and dimensional inspections by manufacturing and quality. Following the cleaning and drying cycle, the valve frames undergo 100% visual inspection under a minimum 10x magnification. During manufacturing, all sapien 3 ultra valve assemblies undergo multiple 100% visual inspections. During final assembly, the valve undergoes 100% visual inspection before and after holder attachment. These inspections during the manufacturing process support that it is unlikely that a non-conformance contributed to the reported complaint. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. In this case, the complaint was confirmed through the evaluation of the returned device. However, no manufacturing non-conformances were identified during the evaluation. A review of the DHR and lot history did not provide any indication that a manufacturing non-conformance contributed to the complaint event. A review of manufacturing mitigations supports that proper inspections are in place to detect issues relating to the complaint. Per the complaint description, 'when the valve exited the esheath we noticed that one of the stent struts was sticking out' and 'difficulty was experienced when the sheath was in the expandable portion. It was difficult to get the delivery system to exit the sheath'. Per returned device evaluation, there was a bent strut at the inflow side of the valve. The 3mensio imagery shows that the patient's access vessels were tortuous. Tortuosity can create suboptimal angles for delivery system insertion through the sheath and increase the likelihood of a valve inflow strut to contact with the inner lumen of the sheath. It is likely that the crimped valve on the delivery system caught onto the inner lumen of the sheath during the delivery system insertion difficulty through the sheath. Vessel tortuosity paired with excessive device manipulation to overcome the experienced resistance likely caused the inflow valve strut to bend outwards. As such, available information suggests that patient (tortuosity) and procedural (excessive manipulation, valve strut caught on sheath) factors likely contributed to the complaint event. In this case, a femoral artery dissection occurred and was possibly due to procedural factors (device manipulation) and/or patient factors calcification of the access vessel that may have contributed to the complaint event. Since no product non-conformances or IFU/training deficiencies were identified during evaluation, a product risk assessment escalation (pra) is not required. However, per management discretion, a CAPA and pra were previously initiated to assess risks associated with high push force of the commander delivery system with a sapien 3 ultra through the esheath. The risk management worksheet documents the potential for thv exerts force on annulus, resulting in annular rupture, which did not occur during this event. Trending analysis indicates the monthly complaint occurrence rate did not exceed the december 2020 control limit for trend category 'valve damaged' for sapien 3 ultra valve (s3u). Although a definite root cause was not able to be determined, available information suggests in addition to procedural factors (damaged valve / bent struts caught on sheath / excessive device manipulation during device insertion and retrieval), patient factors (vessel calcification, tortuosity) may have contributed to the femoral artery dissection and subsequent surgical vascular repair. This is one of three manufacturer reports being submitted for this case. Please reference related manufacturer report no: 2015691-2020-11976 and manufacturer report no: 2015691-2021-00114.